Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd precisionglide¿ needle was clogged. This was discovered during use. The following information was provided by the initial reporter: customer reports that of 13 needles, 5 were clogged. There were two that were contaminated as customer forgot to check before and used. Customer entered batch was not found in sap.

Manufacturer narrative:
H.6 investigation: a review of the device history record could not be performed as a lot number was not provided for this incident. Six samples were received. They all have the plastic shield. Each of them was connected to syringe with saline solution. One of them expelled the solution, the other five didn¿t. Root cause_ can¿t be confirmed. The symptom is confirmed on 5 of them h3 other text : see h.10.

Event description:
It was reported that bd precisionglide¿ needle was clogged. This was discovered during use. The following information was provided by the initial reporter: customer reports that of 13 needles, 5 were clogged. There were two that were contaminated as customer forgot to check before and used. Customer entered batch was not found in sap.